Manufacturer narrative:
Analysis of the subject return device did not confirm the reported event since it is working normally and able to connect to network. The most probable hypothesis is that a temporary loss of network occurred. The main origin of the reported event could not be clearly established. No general malfunction is suspected with the device. This case is retained for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter could not connect to patient's implant. Rebooting the transmitter did not resolve the issue. A new smartview connect was used and worked normally.